Manufacturer narrative:
.

Event description:
A report was received that the patient could not get the charger to communicate with the ipg when charging for the first time. Database analysis revealed no anomalies and the charge profile regularly has poor charger-to-ipg coupling. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision and was doing well post operatively.

Event description:
A report was received that the patient could not get the charger to communicate with the ipg when charging for the first time. Database analysis revealed no anomalies and the charge profile regularly has poor charger-to-ipg coupling. The patient will undergo a pocket revision.